Event description:
The customer called to report an alarm. Troubleshooting was performed. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor. Unable to test for the alarm due to the blank display.